Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-47828.

Event description:
Customer reported he was hospitalized. Customer stated he did not know if his hospitalization was due to high or low blood glucose levels. Customer was unsure of the date of the event; it could have been on january or february. The customer was being taken by his wife to see his health care provider when he lost consciousness. His doctor's office is located at a hospital and the doctor took him to the emergency room. Customer was wearing the insulin pump at the time of the event. Customer stated had foot surgery and had osteomyelitis. As a result he was on antibiotics for multiple days. He declined to troubleshoot. Customer also stated that he experienced sensor reading discrepancies. One day it would be in the 60 mg/dl range and shut the insulin pump off and other times it will be in the 200 mg/dl range. Nothing further reported.